Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that impedance in bipolar and capture threshold had risen steadily on the right ventricular (rv) lead. The unipolar impedance was noted to be above the normal range. The lead remains in use. No patient complications have been reported as a result of this event.